Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving lower sensor scans of 112 mg/dl and 114 mg/dl when compared to hcp meter results of 170 mg/dl and 170 mg/dl. The customer experienced a loss of consciousness and was taken to a hospital where they were admitted and received unspecified treatment for the reported issue. It was further reported the customer has been hospitalized since (B)(6) 2021 and was still in the hospital at the time of this complaint. No further information was reported. There was no report of death or permanent injury associated with this event.